Manufacturer narrative:
The lot number was provided, therefore the device history record was reviewed, and no abnormalities were found. Historical trending was done and this is the first event involving this catalog/this lot number for this type of failure. Samples were received and testing conducted (visual inspection and employees wore the gloves). Results found dirt/ stain/ debris on the returned samples, with no abnormalities found on the wearer side. The probable cause could be due to a broken former inside the oven which fell on the ducting cover and caused dirt/rusty particles to fly/stick on the wet gel contaminating the gloves. The supplier has been apprised of this reported incident for close monitoring of their manufacturing process. The manufacturing team had cleaned the oven ducting cover monthly during preventative maintenance.

Event description:
Nurse states that the gloves had crystallized substances in them which caused a skin irritation. The top of her right hand from knuckles to wrist & side to side swelled after she inserted her hand into the glove and felt the top of her hand ¿being scratched¿. She immediately removed the glove and found what looked like hard chunky cement particles inside. She washed her hands and went to employee health. She was given topical cortisone cream and used it for 2 days for swelling and a ¿scratchy feeling¿ at the site. She stopped using the cream on day 3 as symptoms were gone.